Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient started to experience speed drops on (B)(6) 2023. They were on ungrounded cable while admitted to the hospital. The log file captured 44 low speed advisories on (B)(6) 2023 with speed drops as low as 3970 rotations per minute (rpm) but they did not contain any pump stop events. This type of behavior was indicated potential issues with the percutaneous lead. The issues appeared to be occurring while the ventricular assist device (vad) was connected to the mobile power unit (mpu) and in order to prevent further interruption in support, it was recommended to keep the vad connected to battery power. Based on the email received from the customer, the issue appeared to be a short to shield driveline issue, internal and positional. However, as the power levels increase to 11-12 watts at the time of the low-speed events, there could be a small possibility something was preventing the pump rotor from spinning. It was recommended to connect the patient to a grounded patient cable/ power module and ask them to perform the same body movements where the alarms occurred and monitor for low speed/ pump stop events to confirm a short to shield. As reported: the two movements that were reported were the patient bending over (upper body leaning forward) in a seated position and standing position. The alarm also reportedly occurred once while patient was seated at the edge of the bed without movement. The submitted x-rays were unremarkable. The patient felt lightheadedness during the alarms, but no treatment was performed. Patient is utilized batteries / unshielded patient cable without issue and was to go home with ungrounded cable. The plan was to continue to monitor the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low speed operation events; however, a direct cause for these events could not be conclusively determined through this evaluation. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings are indicative of a potential driveline issue. The original submitted log file contained events from (B)(6) 2023 to (B)(6) 2023. The pump operated above the low speed limit until (B)(6) 2023 when the log file recorded intermittent low speed operation and pump stop events. Another isolated low speed event was captured on (B)(6) 2023. The pump regained speed after the events and operated above the low speed limit for the remaining duration of the submitted log file. The patient was operating on the mobile power unit during all abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the submitted log files is indicative of a potential driveline issue. A second log file was submitted after the patient was placed on an ungrounded patient cable and contained events from (B)(6) 2023 to (B)(6) 2023. The pump operated above the low speed limit for the duration of the log file. There were no notable events or alarms and the log file appeared to show the system operating as intended. The patient remains ongoing on ventricular assist device (vad) support on an ungrounded patient cable with no further issues reported at this time. The device history records were reviewed and showed no deviations from the manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate ii lvas. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.